Manufacturer narrative:
Inspection of the soft cannula did not find it to be bent, kinked, or otherwise damaged.investigation of the bottom housing indicates that the adhesive was properly welded to the device and no damages or defects were observed that would contribute to the reported event. The cause of the reported adhesive issue could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 operating system: ap3a.240905.015.a2.s921usqs4byf5 hardware: sm-s921u cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that his blood glucose level had risen to over 395 mg/dl. The patient stated when he removed the pod, the cannula looked bent. At the time of the event, the pod was worn on the abdomen between 36 and 48 hours. To treat the issue, the patient applied a new pod. On a follow up call with product service, the patient stated he unknowingly bumps the pod and loosens the adhesive.